Manufacturer narrative:
The patient had an allergic reaction to the oral appliance. Respire medical notifies its customers about potential allergic reactions in its patient labeling.

Event description:
A respire medical customer service representative received a call from a customer stating that they had experienced an allergic reaction to our device.